Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the operational check has failed. The field service engineer (fse) found that the device needs a processor pca / main board. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. The hospital has contracted with a third party to actually repair the device. No further actions at this time.